Event description:
Ous MDR - at month 28, oversensing on the v lead was noted without inappropriate therapy. The physician decided to replace the ICD and the lead.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the home monitoring data and x-ray images returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the available home monitoring data were analyzed. One ventricular fibrillation episode was recorded on (B)(6) 2013, as a result of the detection of noise in the right ventricular channel. The episode terminated without any shock delivery. The pacing impedance, shock impedance and pacing threshold remained stable with normal values. The received x-ray images were inspected. No clear indication of the root cause was noted. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The oversensing episode mentioned in the complaint description could be confirmed through the analysis of the received data. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause.